Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with an unknown size unknown gel implants on both sides and was presented with complications in 1997. Generalized illness (bad fatigue, brain fog, restless legs, pain in her heart, eczema, sweats, hair loss, itchy skin, and both side pain) was reported. As a result, the devices were explanted on (B)(6) 2018. This report is for one of the two effected sides.